Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented with multiple noise reversion episodes on the right ventricular lead. The noise was observed in clinic and via merlin.net. It was noted that the amplitude was too large for the sensitivity changes. Programming changes were recommended. On (B)(6) 2018 via a follow-up remote, noise on the right ventricular lead and atrial lead were noted simultaneously. The noise observed caused inhibition of pacing, patient is not dependent. It is unknown if the device also contributed to the noise issue. The patient required additional clinic visits to assess the noise on the device. The noise issue has been resolved. It is unknown what interventions were performed to resolve the issue. The patient was stable.